Manufacturer narrative:
Device evaluation: the zso-7-5 device of c2141809 lot number involved in this complaint was not returned for evaluation. With the information provided, a document-based investigation was conducted. Lab evaluation: n/a. Manufacturing records review: prior to distribution zso-7-5 are subjected to a visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zso-7-5 of lot number: c2141809 did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number: c2141809. Instructions for use and/label review: it should be noted that the instructions for use (ifu0045) states the following: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". The user is also advised in the precautions section that, "care must be exercised when straightening the pigtail curls* in order to avoid kinking or breaking the stent." There is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined. A possible root cause could be attributed to kinking when straightening the stent with the pigtail straightener. It is possible that during device preparation when the user was straightening the pigtail curl with the pigtail straightener, excessive force while straightening may have caused the kink to form. The kinks would have led to the inability to advance the wire guide. As per complaint description "so the nurse prepared the zso-7-5, and the pigtail section was bent as she moved the stent sleeve to the pigtail section. She tried to pass the guide wire into the zso-7-5, it was impossible" confirmation of complaint: the complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the initial reporter, there was kinking of pig tail part of stent. Confirmed quantity of 1 device, confirmed prior to patient contact. No adverse effect on the patient has been reported, it was prior to patient contact. Investigation findings conclude that a definitive root cause could not be determined from the available information. A possible root cause could be attributed to the kink occurring while the stent was being straightened. The complaint is confirmed based on customer and/or rep testimony. Complaints of this nature will continue to be monitored for similar events.

Event description:
Supplemental correction report is being submitted to update the lot number based on additional information received on the 9 dec 2024.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The doctor wanted to insert the zso-7-5 in the left biliary duct .so the nurse prepared the zso-7-5, and the pigtail section was bent as she moved the stent sleeve to the pigtail section. She tried to pass the guide wire into the zso-7-5, it was impossible did any section of the device remain inside the patient body? No did the patient require any additional procedures due to this occurrence? No did the product cause or contribute to the need for additional procedure(s)? No were there any adverse effects on the patient due to this occurrence? No did the product cause or contribute to the adverse effect(s)? No.